Event description:
It was reported that the md tried to insert the iab via the right side of the pt not using a sheath while in the or. Because the iab would not advance into vessel, the md inserted a sheath. The md began to introduce iab through the sheath; however, the iab became stuck. As a result, the md removed both the iab and sheath as one unit. There were no reported pt complications. Refer to MDR # 1219856-2007-00068 for additional info regarding this event.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.